Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# n559356004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a (B)(4) manufacturer representative (rep) regarding a patient who was receiving gabalon intrathecal (unknown concentration, 70 mcg/day) via an implantable pump for cerebral infarction. On (B)(6) 2016, the patient began intrathecal baclofen therapy (itb). Around april, after the therapy was administered, the patient made a complaint of anuria symptoms (also translated to ischuria). The source document stated, "but it wasn't something that was concerning." The patient made a complaint again "recently" so the gabalon intrathecal medication was suspected and symptoms were being monitored.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned or caused a serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.